Event description:
In 2005, the clinician implanted two gore tag thoracic endoprosthesis devices for treatment of a descending thoracic aortic aneurysm. One day later, the pt was taken for a mra and a small type one proximal endo leak was discovered. Approximately two days later, an additional device was placed at the level of the subclavian artery, allowing continuous flow through the subclavian artery; the entire graft was re-ballooned successfully. No type one endoleak was noted at the completion of the case. No allegation of product deficiency was made by the clinician. Patient was released from the hospital.